Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the monitor was unable to complete detect and treat testing. The cause for the failure was isolated to contamination in the sd card slot and on the c/a board. Root cause was an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.